Event description:
Through review of the internal data of the tablet, the report of the invalid parameters warning message on 1.0.2.4 software. Through a review of the generator's office visit data, it was found that the patient's generator had last been programmed approximately a month prior to the invalid parameters message by a tablet with unknown software version. If the patient was programmed by a 1.0.1.7 software version during the visit prior to the visit where the invalid parameters message was seen, it may have triggered the invalid parameters message. No further relevant information has been received to date.

Event description:
It was reported that an invalid parameters warning message was observed on a m3000 tablet v1.0 software when a patient was interrogated at her appointment. After the message, the device's autostimulation output current was found to be turned off and the magnet stimulation was also disabled. Another tablet was then used to program the patient back to the correct settings and that there were no further similar issues at the appointment. A review of the internal data and programming history determined that there was no evidence of intentional disablement nor was there a known reason for the unexpected disablement based on device settings. No further relevant information has been received to date.